Event description:
Additional information reported that the patient¿s hyperbaric chamber was at a pressure of 1.5 atm.

Event description:
It was reported that patient was involved in a clinical study which involved a hyperbaric chamber. Patient had started going into the chamber on (B)(6) 2013 and went in for a total of 28 times. On (B)(6), he heard his pump alarm. Patient then gradually had symptoms of drug withdrawal since then. Symptoms included altered mental status, flu like symptoms, nausea and pain. Pump logs were checked and motor stall that never recovered was stated. The device system was explanted. Per reporter stalls were related to the treatments, patient status at the time of this report was indicated as alive with no injury. Pump logs provided later showed multiple intermittent motors stalls with stopped pump period may exceed tube set messages in between; the last stall was on (B)(6) 2013 with no recovery. Drugs delivered via the device were morphine and bupivacaine.

Event description:
Information previously received reported the patient¿s hyperbaric treatment was not in relationship to the device or therapy, but to an injury. The patient planned to have the pump replaced on (B)(6) 2013 due to the fact that the "motor quit" approximately two weeks prior. The patient's managing physician was wondering if the hyperbarics had caused the pump to fail.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. There were multiple motor stalls and recoveries seen in the logs. During significant residue and shaft wear on the upper shaft of gear 2, some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly were found.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.